Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. Postoperatively, the patient experienced bradycardia that required temporary pacemaker. Temporary pacemaker implantation was required postoperatively for bradycardia. The procedure was completed with a temporary pacemaker implantation as a backup, though with a self-heart rate of 70. Physician's opinion on the cause of this adverse event was patient condition related. The patient had suspected symptoms of sick sinus syndrome (sss) in the first place (before the procedure). Physician assessment of the health hazard was non-serious (moderate/minor). No abnormalities observed prior to use of the product nor during the use of the product. Additional history includes acute myocardial infarction. Patient has improved. Additional information provided that the patient has recovered. The patient did not require extended hospitalization. The patient has been discharged from the hospital as scheduled.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31079948l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).